Manufacturer narrative:
A ge rep evaluated the system and replaced a cable connector plug. System operates as intended.

Event description:
The customer reported that the system displayed a charger error. No pt injury was reported.